Event description:
It was reported the patient the patient presented to the managing physician for evaluation of a lump that had formed on his back. The patient was several weeks post a catheter revision and was not happy with the relief he was getting atthis time. He was getting some relief but still had spasms and was concerned about the new lump. There was a catheter issue at the spine insertion/incision site. X-rays were obtained. The patient was referred to the implanting physician for evaluation but the patient did not show up for his appointment. Both physicians complained that the catheter was very difficult to see in the spine. Medical intervention included evaluation and a blood patch. The patient status at the time of this report was alive with no injury. The pump was used to deliver lioresal. Additional information later reported the patient also experienced discomfort and some increased tone. The patient also reported headaches. A dye study showed the catheter patent and intact. According to the hcp the lump is small and flat. The hcp believed it may be a small csf leak but expects that it will resolve on its own. No further intervention is planned. There was no issue with the pump suspected. The patient was getting relief from the device and has had an increase 2/7/14.

Event description:
Additional information later reported the catheter was revised and the patient doing well. Spasticity was well controlled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).